Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the insulin will not exit the insulin pump. Customer was taking a lot of manual injections. The blood glucose reading at the time of the event was 455 mg/dl. Customer was feeling weak. Customer had another illness. Nothing further reported.